Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the post ventricular tachycardia (vt) ablation, the shock zone on the subcutaneous implantable cardioverter defibrillator (s-ICD) was lowered to 170 bpm. However, there was oversensing of myopotential noise in all three sensing vectors and low r-wave amplitudes resulting in an inappropriate shock. Subsequently the physician elected to explant the s-ICD and implant a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.